Manufacturer narrative:
D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the shunt section vessel. A 7.0 x 40, 40cm mustang balloon cathetr was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 16 atmospheres for few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the shunt section vessel. A 7.0 x 40, 40cm mustang balloon cathetr was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 16 atmospheres for few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 4mm proximal of the proximal markerband. The rated burst pressure for this device is 20 atmospheres. A visual and tactile examination found no kinks or damage to the shaft, no damage to the tip, and observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k141597.